Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned for disposal. There were no allegations against the device's longevity or functionality. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.